Event description:
It was reported by service report that the brakes were not holding on the right foot end. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: dislodged retaining spring on the brake plate.